Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. The device history records were reviewed and no complaint related issues were found. Visual inspection shown the thread flanks of the extraction screw are partly flattened. According to the investigation either the end cap was not aligned properly with the counterpart or it was tightened too much, which could have caused the damage at the extraction screw during the attempt of extraction.

Event description:
According to the reporter, the pt was taken to the operating room for a derotation osteotomy and plating with removal of the threads on the extraction screw stripped. The surgeon used another extraction screw to complete the procedure with no adverse effect to pt. No pieces of the screw were left in the pt.